Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that two weeks after a system implant, the right ventricular (rv) lead was dislodged. High threshold, no capture, and poor sensing were also noted. The rv lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead had high threshold and the sensing value was low. The device was reprogrammed to an atrial-only pacing mode, however far-field r wave (ffrw) oversensing occurred. Adjusting the sensitivity did not resolve the ffrw oversensing either and there was a concern about the inability to sense p waves at that setting. The ra lead remains in use. Follow-up was attempted to determine if the ra lead issues were resolved, however no additional information was received. No patient complications have been reported as a result of this event.